Event description:
In 2009, the lay user/pt contacted lifescan (lfs) canada alleging that her one touch ultra2 meter was displaying a battery indicator. The complaint was classified based on the customer service representative (csr) documentation. The pt reported that the alleged issue began four days prior. The csr noted that the pt manages her diabetes by taking a set amount of humulin n insulin twice a day (70 units) and humalog insulin (self-adjusting). The pt denied making any changes to her diabetes management as a result of the issue; however, on the afternoon of the next day, she claimed she developed symptoms of feeling dizzy, weak, and sweating. The pt associated these symptoms with a low glucose and therefore immediately treated self with food and/or drink. At the time of troubleshooting, the csr noted that the subject meter's batteries had not been replaced a recommended in the owner's booklet. Replacement products were sent to the pt. This complaint is being reported, because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.